Manufacturer narrative:
The device was returned to olympus for inspection, and the part of reported failure (error 315) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a processor incompatible scope error and the image on the screen was blurred. There were no reports of patient involvement.